Manufacturer narrative:
Additional information has been received that there was no malfunction of this unit. This was a parts only request. This event was not reportable.

Manufacturer narrative:
Ge healthcare¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(6).

Event description:
The hospital reported a leak in the soda lime canister in excess of 4.5lpm. There was no report of patient involvement.